Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the full lead was returned and analyzed. The defibrillator conductor was noted distorted.

Event description:
It was reported that during the implant procedure, the lead was damaged due to a possible kinked introducer. The anatomy was noted difficult. The device was not implanted. No patient complications have been reported as a result of this event.